Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 25mm 3300tfx aortic valve in aortic position was disabled via valve in valve procedure after an implant duration of 7 years, 11 months due to stenosis. Tavr was completed with a 26mm 9755rsl transcatheter valve and patient was discharged to home in stable condition.

Event description:
It was reported and learned through investigation that a 25mm 3300tfx aortic valve in aortic position was disabled via valve in valve procedure after an implant duration of 7 years, 11 months due to stenosis. Patient presented with dyspnea and lightheadedness. Tavr was completed with a 26mm (B)(6) transcatheter valve and patient was discharged to home in stable condition.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections: b4, b5, b7, g3, g6, h2, h6 (type of investigation, investigation findings, and investigation conclusions). The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Engineering evaluation summary: per (B)(4), stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. The most likely root cause is patient-related factors, including diabetes mellitus.